Event description:
It was reported that the instruments were received from smith & nephew (as a loner kit) to the hospital biological contaminated. Bone was observed in the box on part number 71364002. Blood and human tissue were observed in part number 71369720.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The associated device was not returned for evaluation. A review of complaint history did not reveal any previous complaints alleging cleanability design issues for the referenced box chisel osteotome. This complaint was found to have been an issue of a hospital borrowing an instrument kit, and not cleaning it properly before returning per the loaner kit agreement with smith & nephew. A CAPA has been initiated for this failure mode and corrective actions are being implemented to help eliminate this issue from recurring. We will continue to monitor for trends.